Manufacturer narrative:
H3 evaluation summary: the unit was received for evaluation and the reported issue was confirmed, the gearbox was damaged. The gearbox was replaced. As maintenance, the unit¿s software was updated. The root cause could not be determined. All device history records (DHR) are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. No further actions are needed at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was over dispensing the set volume on the unit. There was no harm to the patient.